Event description:
The pt reported the explant of the original band. The band was replaced, but the port remained in place. Follow up findings: pt reported 'vomiting' and 'chest discomfort.'

Manufacturer narrative:
(B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Allergan has not received the product at this time. No analysis or testing has been done. Band slippage, vomiting, and chest pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.